Manufacturer narrative:
Insulin pump error alarm (variable info=3) during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. Unexpected battery power loss and insulin pump error not found during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer¿s blood glucose level was 15 mmol/l at the time of the incident. The insulin pump will be returned for analysis.